Manufacturer narrative:
The lead was returned with no reported complaint. A failure event was observed during analysis. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the optim sheath at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis